Manufacturer narrative:
Csh investigation is currently in progress. Submitting an initial report to the us FDA as there are currently insufficient facts available to make a reportability decision and at least 27 days has elapsed. Csh will submit a follow up with investigation update/findings within 30 days. UDI number and manufacturing date are not available at time of this report, will update follow up report with UDI number and manufacturing date.

Event description:
On 19-oct-22, carestream health (csh) was notified of an incident related to the drx ascend system: the generator did not abort after error (er51) and continued the exposure. There has been no injury reported. Csh investigation is currently in progress. Submitting an initial report to the us FDA as there are currently insufficient facts available to make a reportability decision and at least 25 days has elapsed. UDI number and manufacturing date are not available at time of this report, will update follow up report with UDI number and manufacturing date.

Manufacturer narrative:
Csh investigation is currently in progress. An initial report was submitted to the us FDA on november 17, 2022, as there were currently insufficient facts available to make a reportability decision. Submitting a follow-up report as the investigation is still ongoing and there are still insufficient facts available to make a reportability decision. UDI number and manufacturing date are not available at time of this report, will update follow up report with UDI number and manufacturing date.

Event description:
On 19-oct-22, carestream health (csh) was notified of an incident related to the drx ascend system: the generator did not abort after error (er51) and continued the exposure. There has been no injury reported. Csh investigation is currently in progress. An initial report was submitted to the us FDA on november 17, 2022,as there were currently insufficient facts available to make a reportability decision. Submitting a follow-up report as the investigation is still ongoing and there are still insufficient facts available to make a reportability decision. UDI number and manufacturing date are not available at time of this report, will update follow up report with UDI number and manufacturing date.

Event description:
On 19-oct-22, carestream health (csh) was notified of an incident related to the drx ascend system: the generator did not abort after error (er51) and continued the exposure. There has been no injury reported. Csh investigation is currently in progress. An initial report was submitted to the us FDA on november 17, 2022,as there were currently insufficient facts available to make a reportability decision. Submitting a follow-up report as the investigation is still ongoing and there are still insufficient facts available to make a reportability decision. Update: the operator was doing an abdomen study and the generator did not abort the exposure after the feedback error (er51) and continued the exposure until the anode heat error (er027), producing 3222.7 mas and 5307.4 ms. The backup mas was set to 100mas.

Manufacturer narrative:
Csh investigation is currently in progress. An initial report was submitted to the us FDA on november 17, 2022, as there were currently insufficient facts available to make a reportability decision. Submitting a follow-up report as the investigation is still ongoing and there are still insufficient facts available to make a reportability decision. Update: conclusion: based on the risk analysis, 1) after investigating the logs, all reported abnormal value cases were under the aec mode (controlled automatic exposure), which indicates no potential hazard risk to users or patients; 2) even if these exposures were operated in manual mode, the exposure mechanism ensured that no over exposure situation would occur. 3) based on the analysis of the image quality and the dose value from the dap, there were no potential over-exposures to users or patients. Root cause analysis: after becoming aware of the issue, the defect mcb board at the customer site has been replaced and a re-calibration has been performed based on the instruction from service manual, no further similar issues were reported. The defect mcb was send back to shanghai r&d, team conducted multiple exposure experiments with similar configurations with the ones at the customer site and generator re-calibrated. Based on the analysis of the above information and potential failure situation, it was considered that an incorrect calibration data caused this incorrect post exposure time displayed value which can be fixed by performing a calibration on the high-voltage generator. Break-fix. There have been no other reports of this kind, carestream has concluded this investigation.